Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow- up MDR will be completed. (B)(4).

Event description:
Legal counsel for patient reported that the patient's hip arthroplasty was revised due to allegations of pain, toxic levels of cobalt and chromium and significant amounts of metallosis. Attempts to obtain further information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that the patient's left hip was revised approximately ten years post-implantation due to pain, elevated metal ion levels and metallosis.medical records indicate that the patient was revised due to inflammation, synovitis with metallosis, inflammatory response and heterotopic ossification.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event can be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.